Event description:
A pt was admitted for a diagnostic catheterization. When the guidewire was advanced, resistance was felt. The catheter and guidewire were removed. Upon inspection, it was found that the tip of the guidewire had penetrated the wall of the catheter. The procedure was completed with another catheter and there was no injury to the pt. The catheter will be returned, but the wire was discarded. Additional info will be submitted within 30 days of receipt.